Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported difficulty charging their evoke closed loop stimulator (cls). A revision procedure was performed to reposition the cls and resolve the reported event.

Manufacturer narrative:
Additional information: section a - patient information. Section b - event description. Section g - date received by manufacturer; type of report. Section h - device manufacture date; evaluation codes. Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
Additional information received from MDR report mw5170262 on 23 may 2025: immediate post-procedure complications: - immediate post-surgical pain rated 10/10 - sudden onset of left leg numbness - no immediate MRI (magnetic resonance imaging) performed to investigate complications. Not helping with pain in left lower back, lack of effective pain management.

Manufacturer narrative:
The evoke closed loop stimulator (cls) remains implanted. Following the revision procedure to reposition the cls, a user medwatch report was submitted to saluda medical, which alleged continued charging difficulty, lack of effective pain management and significant post-surgical pain, numbness in the left leg. The patient and their evoke scs system were evaluated on multiple occasions, most recently on (B)(6) 2025. Following device evaluation and troubleshooting completed, the saluda rep and healthcare providers assessed that the evoke scs device was operating as intended. There is no device issues suspected of contributing to the charging issue and/or surgical pain and numbness resulting from the revision procedure. For the reported post-revision procedure pain and numbness, during the patient evaluation completed on (B)(6) 2025, the patient confirmed stimulation in the appropriate dermatomal coverage areas related to her painful areas, including stimulation in the left lower limb. The evoke scs system surgical guide lists "temporary or persistent post-surgical pain at hardware implantation sites", as well as "weakness, clumsiness, numbness, abnormal sensations or pain" as potential risks associated with the implantation and use of a spinal cord stimulation system. For the reported charging issues, a review of device logs identified multiple instances of brief charging sessions in close succession rather than one continuous charging session. Sustained connection between the evoke cls and evoke charger during charging sessions was potentially more difficult for this patient. During the patient evaluation completed on (B)(6) 2025, the patient confirmed ability to charge in the supine position. The physician's assessment identified that adipose tissue present at the evoke cls implant site may be contributing to the charging difficulty. Therefore, a revision procedure was completed to reposition the evoke cls. Charging behaviors prior to and following the revision procedure were compared to confirm that the revision procedure demonstrably improved the patient's ability to charge the evoke cls. The average number of unique charging sessions without multiple connection and disconnections increased, indicating that connection between the evoke cls and evoke charger were improved through the revision procedure. The instances of cls battery level indicating a full charge increased, indicating that there were no deficiencies in the evoke cls capability to recharge and hold charge/discharge. The evoke cls was fully charged more often and holding charge for longer durations following the revision procedure. The findings from device log review are consistent with the physician's assessment that the device environment may be contributing to difficulty in establishing connection with external devices, including the evoke charger. The evoke scs system surgical guide details the potential risks associated with the implantation and use of a spinal cord stimulation system, including "cls sub-optimal placement may result in pain or difficulty in charging and the patient may require surgery (including revision, explant, and replacement) as a result." The evoke scs system user manual additionally details guidance on charging the cls, including, "the charger will beep once per second when there is a poor link between the charger and the cls. Reposition the charger coil over the implant so that the 'charging link' indicator shows at least 2 bars. Note: wait about 1 second between each reposition for the charger to update the link". The manufacturing records were reviewed, and the product met all requirements for release.

Event description:
During a follow up visit on (B)(6) 2025, the patient reported stimulation in the appropriate dermatomal coverage areas.